Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic bent and fibers on the lens surface. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.5/+1.5/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size, similar diopter lens due to refractive surprise. The problem is not resolved. Reportedly, the "patient is dissatisfied with the myopia remaining." The cause is listed as unknown. See MFR report# 2023826-2018-01804 for case continuation.